Event description:
It was reported that patient underwent a maxim tkr in (B)(6) 2002. Arthroscopy was performed on the patient's left knee in (B)(6) 2011 and showed synovitis, arthritis of exposed patella bone, and minor delamination towards medial aspect of tibial polyethylene. Revision of patella and tibial insert has now been scheduled for (B)(6) 2012. Part numbers are not yet available.

Event description:
It was reported that patient underwent a total knee replacement on (B)(6) 2002. As reported, arthroscopy was performed on the patient's left knee in (B)(6) 2011 and showed synovitis, arthritis of exposed patella bone, and minor delamination towards medial aspect of tibial polyethylene. A revision procedure was performed on (B)(6) 2012 and the poly patella and tibial bearing were removed and replaced.

Manufacturer narrative:
Revision of patella and tibial insert has not yet been performed. Manufacture date - the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Upon receipt of additional information, a follow-up report will be submitted. This medwatch report is 1 of 2 reports associated with this complaint (1825034-2012-00133).

Manufacturer narrative:
Confirmation was received that revision procedure took place and product identification was received. Additionally, product was returned for evaluation. Results are as follows: evaluation of the returned component found the surface shows evidence of pitting and delamination that are consistent with a combination of high stress and oxidative degradation of the polyethylene. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."